Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had fluctuations in the longevity remaining. It was reported that the device had less than six months remaining, but two months after, the longevity went to an estimate of 2.5 years. The right atrial (ra) lead's output was changed from 4.0 volts at 1.0 millisecond to 3.0 volts at 1.0 millisecond. The patient also reported hearing the device beep. A boston scientific technical services (ts) company representative discussed that the changes in programming can cause changes in longevity and that pacemakers don't have the ability to emit tones. This pacemaker still remains in service. No adverse patient effects were reported.